Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Further information: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side "non-hodgkin's lymphoma". Patient's relative additionally reported fluid in the right breast, hyperplastic lymph node and capsular contracture baker grade iii. Pathological markers cd30+ and alk- have been received. Device has been explanted and discarded. Treatment was provided as capsulectomy.

Event description:
Patient reported right side "device removed due to diagnosis of non-hodgkin's lymphoma". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device has been explanted.

Manufacturer narrative:
Diagnosing physician: (B)(6). The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosis of non-hodgkin's lymphoma" (pathological marker cd30+ has been received. Pathological marker alk- has not been received).

Event description:
Patient reported right side "non-hodgkin's lymphoma". Patient's relative additionally reported fluid in the right breast, hyperplastic lymph node and capsular contracture baker grade iii. Pathological markers cd30+ and alk- have been received. Device has been explanted. Treatment was provided as capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2; a3b; a4; a6; b3; b5; b6; b7; d1; d2a; d2b; d4; d6a; d6b; g2; g4; h4; h6. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events.

Event description:
Patient's relative reported "device removed due to diagnosis of non-hodgkin's lymphoma". Immunohistochemical panel associated with the histological aspects of cd30-positive large cell non-hodgkin lymphoma with a high proliferative index. Subsequently, physician reported capsular contracture - baker grade iii. Patient reported later, with ultrasound signs suggestive of a rupture and recall", "lymph node anterior axillary line, measuring 1.7 x 0.9 cm" and "mycobacterium chelonae deemed not device related". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device has been explanted and discarded.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, g.2, h.6.